Event description:
Patient admitted to room [room # redacted]. When hooked up to the monitor, heart rhythm and heart rate not picking up. It was saying ECG cable disconnected. Different cords, adaptors, stickers, and monitors were tried, still not picking up. Patient was transferred to a different room with the same issue. Tele box was placed on patient which then flowed over to the monitor. Stat clinical engineering work order placed room available for patient placement on [date and time redacted].